Event description:
It was reported that a patient presented to clinic for follow up. Fluoroscopy was performed and revealed the left ventricular (lv) lead dislodged resulting in loss of pacing. The physician elected to explant and replace the lv lead. The patient condition was stable.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.